Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a bad lld spring. Replaced lld spring, tip clamp and plunger clamp in the reported problem area of the pipette assembly. The tip clamp and plunger clamp were replaced. The instrument was inspected, tested without further problem and returned to expected operation.